Event description:
It was reported that the radio frequency programmer head cable was damaged and would "short" if it was not in the perfect position. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head cable was damaged and would "short" if it was not in the perfect position. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head's cable was damaged but could not confirm that it would short if it was not in the perfect position. Analysis did find that the radiofrequency programmer head failed an e-field immunity amplitude test and that the cable appeared stressed at the point where it entered the body of the programmer head. The cable was replaced and the head then passed all final electrical testing as well as a bench systems test. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.